Event description:
It was reported that the smiths medical device failed a delivery accuracy test and overdelivered by 9.60%. No patient involvement was reported.

Manufacturer narrative:
One smiths medical cadd-prizm® vip system was returned for analysis in good condition. Delivery accuracy tests were performed and the pump was visually inspected. The complaint was duplicated after three separate delivery accuracy tests. One of the tests was noted to be outside the pumps delivery accuracy manufacturing specifications. Based on the evidence, the root cause was reported to be from the expulsor.